Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during a bolus. Customer stated that he would rewind the insulin pump but it would alarm again. Customer could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. The blood glucose reading was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.